Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was what looked like a spot of glue on the needle. Observed before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one loose 3ml assembled integra syringe was received by bd canaan from an unknown batch #. The sample was visually evaluated. The syringe was found to have a piece of white epoxy attached to the cannula approximately ¼ inch away from the needle hub. This epoxy is used to adhere the needle cannula to the needle hub. This epoxy effectively reduced the injectable needle length to 0.75¿ which is a rejectable length per product specification for a 1¿ needle. A review of the device history record was not possible as the lot number is unknown. Bd canaan was able to confirm the customer's indicated failure mode. Conclusion: unable to determine a root cause.